Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to the patient developing an infection. Swelling of the pocket area started developing a week prior to the revision of the wound. The pocket was opened during revision and pus was observed. Initially, the sleeve part seemed to be infected and seemed to be handled, but it was assumed that it went into the pocket part. During the explant procedure this lead experienced difficulty to be removed. Damage of the tissue on the fixed part is suspected due to observing two stitches of the thread for fixation. The device will not be returned. No further adverse patient effect were reported.